Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow and down arrow keypad buttons had been intermittently unresponsive for six months. The reporter indicated that a flap was noticed one month ago at the bottom of the rubber keypad under the ok button. Reportedly, the tactile issues occurred prior to keypad damage. The reporter noted that the keypad squishy. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/17/2016 with the following findings: during investigation, the keypad was found to be torn and peeling. During testing, all of the keypad buttons were unresponsive. The keypad was removed and moisture contamination was found on all button contacts. A leak test was performed and a leak was confirmed at the keypad tear. The pump was opened and no evidence of moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.